Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump passed the displacement accuracy test. The insulin pump download properly with carelink and all selected bolus and data were properly listed in carelink report. No bolus or history anomaly on the carelink report noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. The button event files were overwritten, unable to determine if the customer manually programmed and delivered the boluses. No unexpected boluses noted during our testing. The insulin pump was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted. The download history files lists 25.000u boluses on 02/10/2017 that were programmed and delivered at 07:32:47 am, 07:38:54 am, 09:33:18 am, 09:42:54 am, 10:09:24 am and 10:17:05 am.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose levels due to an over delivery alarm. The customer's blood glucose was 45 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.